Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: based on the quality standards, we exclude a material or manufacturer caused error. We assume the tip has not been mounted correctly, thus a release cannot be ruled out. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The surgeons were doing a laparoscopic bowel surgery and didn't notice immediately that the tip had snapped off.